Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (rep) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that there were high impedances over 4000 on electrodes 0 and 3. There were no additional stimulation issues reported. There was a return of symptoms including urinary incontinence, urinary frequency, and urinary urgency. Troubleshooting was not performed. The cause was not known. The rep reported that the patient lost 125 lbs and 2 electrodes were effected. They programmed around using electrodes 1 and 2 with a custom program. The patient felt stimulation appropriately. There were no impedance issues noted in any other interrogations. The hcp ordered an x-ray for a possible lead migration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance issue was unknown. The most likely cause to this issue was unknown. Steps taken to resolve this issue were the patient would get an x-ray and would follow up with the healthcare provider (hcp). The issue had not yet been resolved. The results of the x-ray to determine if there was a lead migration was unknown at this time.